Event description:
It was reported that during a battery change, the external pulse generator (epg) immediately shut down. The epg was swapped for a spare unit, the epg was then returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: an incoming functional test was performed, no anomalies were found. A battery removal test was performed however there were no observations. It was noted that the battery contacts were contaminated. (B)(4).